Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 volume 441.3 ml, drain 1 volume 0.0 ml (rite specifications are 774 ml - 821 ml). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for volume transferred comparison. During rite functional testing fluid was transferred above the rite specified limits during fill 1/drain 1: fill 1 volume 441.3 ml, drain 1 volume 0.0 ml; rite specifications are 774 ml - 821 ml. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. The device was evaluated. The assignable cause for the rite failed functional test for volume transferred comparison was undetermined; no failure or malfunction was identified that could have contributed to or were related to the issue. Device will be sent to servicing.